Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h6: medical device problem code - 3191: no code available (lathe lines). Device evaluation: the product was not returned to the manufacturing site for evaluation; however, a photograph was provided by the customer. Based on the intensity that can be observed on the image provided, the depth of the lines can be observed. A failure investigation was completed and investigation findings concluded that the image provided indicates that the reported lathe lines are considered out of specification, and the failure was attributed to operator error. Therefore, the complaint issue reported was confirmed as manufacturing related. A review of bounding confirmed that there were no additional units affected for similar issues. Conclusion: based on the records reviewed, the risk assessment performed and the current probability of occurrence, this issue is being evaluated as part of continuous improvement project. An awareness was conducted to all personnel involved in manufacturing of the reported complaint product to reinforce the visual inspection during the manufacturing process, to prevent recurrence. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol) into the patient's eye, doctor observed a diffractive ring on the surface of the iol. There is no impact to patient. The lens remains implanted. No further information available.